Event description:
During device evaluation by baxter on a colleague infusion pump a failure code 810:11 was found in the event history. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed in the event history. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated. (B)(4).

Manufacturer narrative:
Additional information: during review of the event history it was determined that the reported condition occurred on (B)(6) 2010. (B)(4).

Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of 'fc 810:11'. (B)(4)